Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that the insulin pump was not turning on. Blood glucose value is 179 mg/dl. Customer stated that she rewound the insulin pimp and had it ready to insert the reservoir but the display went blank. Device does not show signs of physical damage. Customer stated the contacts on the battery cap are not missing or damaged and the battery compartment and spring are not damaged or corroded. Customer reinserted that battery and stated that the display did not return. Customer was advised to remove the battery for 10 minutes and clean the battery cap. Customer inserted the battery again and the display did return. The insulin pump passed the self test. Customer was advised to monitor the insulin pump. Nothing further reported.